Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -16 diopter, implantable collamer lens in the patient's right eye (od). The lens was then explanted.

Manufacturer narrative:
Device manufacture date: it is corrected to 24-may-2016 from 30-nov-2018. (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo12.6, -16 diopter, implantable collamer lens in the patient's right eye (od). The lens was then explanted due to excessive vaulting. (B)(4).